Event description:
The customer has had three low blood glucose episodes within a month and paramedics had been called. During the most recent episode the customer received a blood glucose reading of 70mg/dl on the contour next link meter and when the paramedic re-tested her using a different meter the reading was 40mg/dl. Further information about the event was not provided. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. Control solution was sent to the customer for further troubleshooting. Product is not expected to be returned at this time.